Event description:
Information received indicates, the casters wheels are locking but the casters continue to swivel after the brake is engaged.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.